Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue, entrapment of device, gripper line break and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the gripper line break and gripper actuation issue appear to be a result of the entrapment of device, however, a cause for the entrapment of device could not be determined. It should be noted that the mitraclip g4 instructions for use instructs the user: ¿identify gripper orientation.¿ in this case, as it cannot be determined whether the user error of not performing the gripper orientation in the left atrium contributed to the entrapment of device. The tissue injury appears to be related to procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to design, manufacture, or labeling of the device. H6. Medical device problem code: 1528 removed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during grasping the clip got stuck on the anterior leaflet and one of the gripper arms did not raise, the clip was deployed in place. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Gripper orientation was not performed while in the atrium but below the valve. During grasping, the gripper arm with tactile got stuck on the anterior leaflet. Troubleshooting was performed but nothing worked. After some time, the gripper arm was no longer raising at all. The gripper lever was opened and pulled the gripper line, but it was no longer attached to the gripper. The gripper line had broken and since there were no other options, the leaflets were grasped where the clip was caught. The clip was deployed on the leaflets and was stable, but the posterior leaflet seemed slightly mangled. A second clip was used to help with stabilization of the first clip. Two clips implanted reducing mr to 1.